Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device check, the right ventricular lead exhibited noise. The lead was capped and replaced. The patient's condition was good post procedure.